Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), seizure ("brain seizures"), nerve injury ("permanent nerve damage"), loss of libido ("no sex drive"), loss of consciousness ("blackout"), fatigue ("fatigue"), feeling abnormal ("brain fog"), joint pain ("joint pain"), neuralgia ("nerve pain"), dizziness ("dizziness"), visual impairment ("my vision is still fading with minus 850"), migraine ("migraine"), back pain ("back pain"), abdominal discomfort ("upset tummy"), tooth fracture ("teeth breaking"), dental caries ("teeth rotting out"), inflammation ("inflammation"), intervertebral disc disorder ("severely deteriorated discs disease"), stenosis ("stenosis"), pain in hip ("constant excruciating lower back/hip/leg pain") and pain in extremity ("constant excruciating lower back/hip/leg pain") and was found to have uterine cancer ("my uterus showed cancer cells"). The patient was treated with surgery (b/l salpingectomy laproscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fibromyalgia, seizure, nerve injury, loss of libido, loss of consciousness, fatigue, feeling abnormal, joint pain, neuralgia, dizziness, visual impairment and migraine outcome was unknown. The reporter considered abdominal discomfort, back pain, dental caries, dizziness, fatigue, feeling abnormal, fibromyalgia, inflammation, intervertebral disc disorder, joint pain, loss of consciousness, loss of libido, migraine, nerve injury, neuralgia, pain in extremity, pelvic pain, seizure, stenosis, tooth fracture, uterine cancer, visual impairment and pain in hip to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss of consciousness, migraine, vision problems brain seizures, fatigue, brain fog , joint pain , nerve pain , no sex drive, chronic pain, dizziness, vision fading, black out, migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 8 and 9 processed together. Social media received. New events ¿back pain¿, ¿upset tummy¿, ¿teeth breaking¿, ¿teeth rotting out¿, ¿my uterus showed cancer cells¿, ¿inflammation¿ were added. New reporter was added. On 23-mar-2020: fu 8 and 9 processed together. Social media received. New events ¿severely deteriorated discs disease¿, ¿stenosis¿, ¿constant excruciating lower back/hip/leg pain¿ were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), seizure ("brain seizures"), nerve injury ("permanent nerve damage"), loss of libido ("no sex drive"), loss of consciousness ("blackout"), fatigue ("fatigue"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), neuralgia ("nerve pain"), dizziness ("dizziness"), visual impairment ("my vision is still fading with minus 850") and migraine ("migraine"). The patient was treated with surgery (b/l salpingectomy laproscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fibromyalgia, seizure, nerve injury, loss of libido, loss of consciousness, fatigue, feeling abnormal, arthralgia, neuralgia, dizziness, visual impairment and migraine outcome was unknown. The reporter considered arthralgia, dizziness, fatigue, feeling abnormal, fibromyalgia, loss of consciousness, loss of libido, migraine, nerve injury, neuralgia, pelvic pain, seizure and visual impairment to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss of consciousness, migraine, vision problems brain seizures, fatigue, brain fog , joint pain , nerve pain , no sex drive, chronic pain, dizziness, vision fading, black out, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event pelvic pain upgraded as serious incident and surgery added. Event dizziness,my vision is still fading with minus 850, black out, migraine were added. On 20-mar-2020: fu 5,6,7 processed together. On 20-mar-2020: fu 5,6,7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.